Event description:
The right femoral artery was punctured with a single wall needle. There was some difficulty progressing up the iliac vessels, which were quite tortuous. A glidewire was employed and initially met with some resistance. The wire was withdrawn also with some resistance. Readvancement of the wire resulted in passage into the lower abdominal area aorta. Post-procedure noted is a 7 cm radiopaque linear structure in the proximal thigh, residing in the profunda artery and a profunda branch. Examination of the glidewire after the procedure shows that a portion of the lining was sheared off. This was not appreciated during the procedure.